Manufacturer narrative:
Device available for evaluation: yes. Date returned to manufacturer: june 1, 2023. Device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received crushed inside of the lens case with one haptic detached and the other haptic damaged. The lens was cleaned and, scratches to the optic body and lens damaged, consistent with a crushed lens, could be identified. The complaint issue "dc-haptic damaged " was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section b5 describe event or problem it was initially reported that the haptic broke when the intraocular lens (iol) was pushed and the iol was immediately replaced. Based on additional information received, it was confirmed there was no patient contact and no patient injury. Additional information: upon further review of the file, it was noted that this event is no longer reportable as the account provided that there was no patient contact with the device and no patient injury. Therefore, no further information will be provided under MFR report number 3012236936-2023-00697. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic broke when the intraocular lens (iol) was inserted into the patient's eye. The iol was replaced. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter email address: unknown/not provided, as information was asked but it was not provided. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.